Manufacturer narrative:
(B)(4).on 12-15-2015, additional information was received from (B)(4) regarding the event description. (B)(4)

Event description:
It was reported that a spectrum pump experienced an under infusion in the emergency room while infusing normal saline. The pump was programmed to infuse 1000 ml of normal saline that was stored and infused at room temperature. When the pump said the infusion was complete, more than 200ml was left in the bag. The flow rate was set at 999 ml/hr and the dosage was 1l bolus. It was stated that they had an old 2008 revision of the operator's manual that they were referencing. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion in the emergency room while infusing normal saline. The pump was programmed to infuse 1000 ml of normal saline and when the pump said the infusion was complete, more than 200ml was left in the bag (delivery rate unknown). It was also reported there was no patient injury.